Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up in clinic in (B)(6) 2016, unspecified device reset mode was observed. No programming changes were made. Subsequently, reset mode was noted again in (B)(6) 2017 through remote transmission. No programming changes were made. Patient was in stable condition.